Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump frequently had no or intermittent response to button press. Customer's blood glucose reading at the time of the call was 65 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.